Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that only one of the 3 electrodes appeared to be working. No patient injury reported. Back-up device was available. A delay greater than 30 minutes was reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could contribute to the reported event such as not having sufficient saline in order to facilitate the formation of plasma on all electrodes, inadequate suction or the device reaching its end of life. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation.